Event description:
Our rep. Is reporting to us that the patient underwent a successful acl procedure with the use of an intrafix screw and sheath system for fixation on (B)(6) 2010. At some point post operatively, the patient presented with pain and discomfort; surgeon prescribed an MRI which indicated that the fixation device had migrated out of the bone tunnel. The patient underwent surgery at which point the surgeon removed the devices and noted that the original fixation was fine and there was no need for re-fixation. The patient is stable and fine. Device discarded at user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Nothing is being returned for evaluation; complaint device discarded at user facility. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The surgeon does not thing that the issue emanated from either the product or the application technique but rather the surgeon suspects that this young male did not follow proper post-op re-hab protocol. Based on the information, the root cause for this issue is patient non compliance with re-habilitation. At this point in time, no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field